Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received for evaluation. Evaluation status: 2 events were confirmed during testing, - 2 devices were found to be affected by corrosion product disposition: 2 devices were repaired and returned to the account. Additional information, there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device fractured; 2 events had patient involvement; no patient impact.